Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphoma alcl. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via regulatory agency, left side anaplastic large cell lymphoma, and "periprothetic liquid", also described as "periprosthetic effusion: non-purulent yellow liquid". Pathological markers, confirming alcl, have been received. Patient treated with ¿implant ablation, capsulectomy," and two treatments of "chop21.¿ device was explanted.